Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, it was noted that the patient had a type 1 bicuspid valve. Pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic (true) balloon at a pressure of 2 atmospheres. During fluoroscopic inspection of the valve load, no visible infold of the valve frame was observed. During the first deployment attempt, the valve was partially deployed in a shallow position on the left coronary cusp (lcc). The valve was recaptured into the delivery catheter system (dcs). During the second deployment attempt, the valve was partially deployed at the intended position. Subsequently, severe paravalvular leak (pvl) was noted under the lcc. When rotating to the left anterior oblique position, an infold of the valve frame was noted. It was noted that the second recapture was performed quickly, which may have caused the infold while recapturing the valve. After a five minute delay to see if the valve would expand, the physician chose to replace the valve. The valve was recaptured into the dcs and withdrawn from the patient. A new valve was implanted at the intended position successfully. Following the valve implant, no leak was observed. The mean gradient measured 4mmhg. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.